Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01030. It was reported during an ipg replacement on (B)(6) 2024 (manufacturer reference number: 3006705815-2023-07801, the leads would not function, and all impedances were high. It was visually confirmed the leads were fractured. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Stimulation was restored.